Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse found the instrument to be running level 2 and 3 digoxin with a cv of around 10%. Their 2nd analyzer was running with a cv around 6%. The outer sample inner wash syringe, reagent syringes, sample syringe, sample probe, and r2 outer syringe drive have all been changed by the fse. The fse then aligned both mixing stations making the mixing bars .5mm from the bottom of the cuvette. The sample wash wells were cleaned with bleach. However, the fse was still seeing cv%of 10.8. No other information is available at this time regarding the event. The investigation into the cause of the reported problem was not able to confirm the failure mode. The fse identified several part requiring replacement which may have attributed to the reported event. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted.

Event description:
Beckman coulter received a report from the customer regarding erratic high and low digoxin values. The customer does have a second machine that was up and running.